Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was over 494 mg/dl at the time of admission. Customer stated they had attempted to lower their blood glucose with a bolus and manual injections, but their blood glucose would not decline, leading them to be hospitalized. The customer was treated with fluids for their blood glucose at the hospital. Customer also stated they had to change their infusion set twice. The customer's blood glucose was over 500 mg/dl at the time of the call. Customer's blood glucose was treated with injections. The customer reported having dry mouth, blurry vision, and frequently urinating from their high blood glucose. Troubleshooting found the customer's cannula was slanted upon removal of their infusion set. Customer was advised to change out their infusion set, reservoir, and insulin. The customer will call back to complete the high pressure test. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.